Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately nine days after a device exchange , the right ventricular (rv) lead displayed rising thresholds and pacing impedance. Additionally, the rv lead triggered an alert for high thresholds. A connection issue was suspected and the patient was brought in or evaluation. Upon opening the pocket, it was noted that the lead connector pin was not fully seated into the header of the cardiac resynchronization therapy defibrillator (crt-d). During the revision, it was noted that there was calcification in the header of the device and on the lead connector pin that prevented the lead from being deeply seated in the header of the device. The connection was revised and the crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.